Event description:
The facility representative reported a flo-gard infusion pump with failure f-94. It is unknown when this event occurred but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure f-94 was confirmed and reproduced by baxter service personnel. The root cause of the condition was determined to be a defective main battery. The main battery was replaced to correct the condition. A service history review revealed that this device has not previously been sent in for the reported condition of f-94. Should additional information be received, a follow-up medwatch will be submitted.